Manufacturer narrative:
Alleged failure: surgeon broke 2 phoenix drill bits cat02504 in hip arthroscopy case. Doctor uses these in every case. Has for years. I was not present. He said there was absolutely no torque on guide. Very easy location to use the device. Angles were good. No guide slippage. Both broke within 3-4 drill holes. Good bone, not exceptionally hard. Patient was late fifties. Surgeon feels some sort of change in device. Size, strength, composition. Also feels like there is a waxy/plastic sleeve on the drill that did not used to be there. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the distal end of the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the distal end of the device broke during the procedure. All pieces were retrieved.